Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly.  Corrosion from the main capacitor leaking was found between the transistor q5 and a capacitor, designator c552, which led to corrosion of a via between the q5 source (resistor r88) and a diode, designator cr6.  This corrosion prevented the device from being able to power on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  It was observed that the main capacitor had rust and was leaking its internal fluid onto the power supply.  The power supply had corrosion as a result, which appeared to cause transistor q5 on the therapy pcb assembly to fail and was observed to have burn damage.  Physio-control will replace the main capacitor, power supply assembly and the therapy pcb assembly and once proper device operation is observed through functional and performance testing, the device will be returned to the customer for use.

Event description:
It was reported to physio-control that the customer's device will not power on with ac or dc power. There was no report of any patient use associated with the reported issue.